Manufacturer narrative:
The customers complaint of infused faster than expected was not confirmed. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu event log showed, the suspect device programmed an infusion of guardrail IV fluid d5 + ¿ ns +kcl (drugid= 146) at a rate of 125 ml/hr (vtbi= 250 ml). Approximately 1 hour 22 minutes after the start of infusion, the device alarmed two (2) times for patient side occlusion and was channeled off; the pcu was powered off. The pcu was powered on and the infusion was restored. However, the infusion was paused five seconds later and the device was channeled off. Total volume infused= 170.882 ml. Inspection of the device showed cracks on the bezel frame; however, the cracks are not believed to have contributed to the event. Testing showed the device was delivering fluids within specification. Testing showed the sear consistently engaged the safety clamp when the door opened the test administration set was not returned for investigation. The devices were being used for treatment purposes. Note: the pumping mechanism was disassembled during the internal inspections. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to cad, service depot or the customer. Manufacturing tests involve an occluder spring test, an x-ray spring inspection and install of new one time use torque screws with applied tamper seal material. The service depot will replace the bezel assembly before returning to the customer. The root cause of the customers complaint of infused faster than expected was not identified. Inspection: the event administration set was not returned for investigation. Lvp sn (B)(4). The device was received in poor condition. The instrument seal was missing. The male iui was observed missing; dried fluid observed on the rear case in the male iui cavity. Dried fluid and corrosion were observed on the female iui. Crack observed at the lower hinge. Door latch spring was observed cut too long. Dried fluid observed inside door. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Dried fluid ingress was observed on the rear case under the female iui. Dried fluid ingress was observed under the membrane frame (date code: (B)(6) 2015) corrosion was observed inside the rear case (date code: (B)(6) 2012) bezel was disassembled and cracks were observed on the frame (date code: (B)(6) 2007) all inspected parts were manufactured by bd. Log analysis results: the customer provided an event date of (B)(6) 2021 at 10:30 am on the tag attached to the returned devices. Review of the pcu error log showed no recent errors were recorded. Review of the pcu event log showed the pcu was powered on at 8:37 am on (B)(6) 2021; new patient and new profile (genpeds 40.1 kg- 150 kg) were selected. At 8:43 am, the suspect device was selected and programmed guardrail IV fluid d5 +1/2 ns +kcl (drugid= 146) at a rate of 125 ml/hr (vtbi= 250 ml). At 10:06 am, the suspect device alarmed two (2) times for patient side occlusion and was restarted. At 10:08 am, the suspect device was channeled off; the pcu was powered off. Twenty-three seconds later, the pcu was powered on; same patient and same profile were selected. At 10:08 am, the suspect device was selected and the previous infusion was restored. Five (5) seconds after the start of infusion, the suspect device was paused. At 10:10 am, the suspect device was channeled off, the pcu was powered off. Test results: lvp sn (B)(4). Timed rate accuracy testing ((B)(4)) was performed using a test administration set, source device sn (B)(4) and the returned pcu sn (B)(4) to determine if the system is delivering fluid in specification. Results indicate that the system was operating within specification. See appendix for results. Sear functionality testing was performed using the returned system and ten (10) new administration sets. The results indicate the sear consistently engaged the safety clamp when the door was opened. Test method information: 1503-001-029-r over infusion test method ((B)(4)). 1503-001-006-r rate accuracy test method ((B)(4)). Device history review: lvp sn (B)(4). A review of the device history record showed the device had a manufacture date of 03/30/2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for source device lvp sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise was performed for the source device lvp sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that there was a patient incident on a 8100 unit. There were no adverse effects caused to the patient.